Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue or debris on the product. Visual inspection found the lens haptic bent and presence of clear and white residue and debris on the lens surface. (B)(4)

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -6.50/+2.50/105 (sphere/ cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with the same size, different diopter lens. Reportedly, the patient was unhappy postoperatively and the surgeon decided to change the lens "based on either wrong asigmats and/or wrong axis" of the lens. The problem was resolved with the lens exchange.